Event description:
The device was returned to the manufacturer after the unit was damaged by water. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the upper case was dented, affecting keyboard fit, the upper and lower cases were broken, the display lens was cracked, both bail covers and ring cover were broken and contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was broken, the keyboard was damaged and the serial number label was damaged. (B)(4).